Event description:
It was reported that the patient was going to have a revision surgery. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Catheter model # 8709 lot # n004672421 implanted on: (B)(6) 2005 explanted on: unknown. (B)(4).

Manufacturer narrative:
(B)(4).